Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Quality controls were tested on the meter on the day of the event and passed.

Event description:
The initial reporter received questionable glucose results from the accu-chek inform ii meter serial number (B)(4). At 11:44 am, the result was 449 mg/dl. At 11:45 am, the result was 320 mg dl.